Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a back up ventilation (buv) background fault. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. The biomedical engineer then reported the ventilator failed the extended self test (est) after.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a back up ventilation (buv) background fault. The biomedical engineer then reported the ventilator failed the extended self test (est) after. The device was not available for evaluation. The reported issue was addressed remotely. When the customer reached out to technical support personnel for help, based on the background diagnostic code the technical support personnel advised the customer to replace pneumatic interface printed circuit board assembly (pcba) or exhalation valve assembly (eva). The biomedical engineer is awaiting the eva to arrive to repair. With the information available, the cause of the event was isolated in the field to a potential fault in eva. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a back up ventilation (buv) background fault. The biomedical engineer then reported the ventilator failed the extended self test (est) after. The device was not available for evaluation. Thecustomer's biomedical (biomed) engineer reached out to medtronic service personnel (sp) for troubleshooting, based on the codes displayed, sp advised the biomed exchange the pneumatic interface (pi) printed circuit board assembly (pcba) from another ventilator, and run est, short self test (sst) and ventilate on test lung. The problem reoccurred and the unit alarmed with breath delivery (bd) background codes. Sp then instructed the biomed to replace the exhalation valve assembly (eva). Biomed restored the pi pcba and while replacing the eva found a secondary issue of the ev cable being damaged. Biomed installed a new eva along with the new ev cable. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported buv and est failure were isolated to a potential fault in the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.